Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(4). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced tape was not sticking. It was reported that the patient needs replacement infusion sets because it falls off when patient goes to the shower. No further information available.